Event description:
A healthcare provider (hcp) reported poor communication on the patient programmer and that they were unable to get the stimulator to work. The caller was not able to get either the patient programmer or the recharger to communicate. No patient symptoms were reported. The patient claimed he was able to communicate with the implantable neurostimulator (ins) on (B)(6) 2017. No further complications were reported/anticipated. The indication for implant was occipital neuralgia.